Event description:
Outbound call spoke with patient. Patient reports synvisc therapy was not effective and she had to have left knee replacement surgery hospitalization on (B)(6) 2017. Pt denies side effects, just therapy was not effective. Diagnosis or reason for use: m17.12.